Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 2.0.0. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was diagnosed with an allergic reaction to the pod¿s adhesive. The patient underwent investigations at the hospital and was confirmed to have had an allergic reaction to the adhesive. The reaction caused the patient¿s skin to become red and itchy with small blisters. The patient was prescribed mometasone topical spray to use when preparing the skin for a pod. The patient has discarded the pod that caused the reaction.